Event description:
It was reported to philips that the device had an unspecified malfunction. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Upon conclusion of the evaluation, it was determined that the device needed to have the configuration run. After the fse ran a function test the device passed. The device remains at the customer site and no further evaluation is required at this time.